Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open and weeping skin irritation under the lifevest garment. It was also reported that the patient experienced chafing and chest pains. The patient reported having skin sensitivities to fabric other than cotton. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an ointment for the skin irritation and referred the patient to a dermatologist. The patient went to the emergency room due to a skin infection. The patient was given an antibiotic, powder, and an antimicrobial silver complex patch. Outcome of the skin irritation is unknown.